Manufacturer narrative:
Concomitant product(s): a 6949-65 lead, implanted: (B)(6) 2006. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient called to report a ¿possible electrical lead problem¿ causing an alarm to go off. A follow up with the patient¿s healthcare provider yielded that the right atrial (ra) lead has an increase and high pacing threshold. The lead was programmed off in ventricular pacing response mode and remains in the patient. No patient complications have been reported as a result of this event.